Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1379 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient used the catheter normally on april 25, and returned to the hospital on may 15 for treatment. The skin around the puncture port was pigmented. When the catheter was maintained, it was found that the exposed part of the PICC catheter leaked about 4cm from the puncture port. The catheter was removed and reset.